Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 1998 to treat stress urinary incontinence and pelvic organ prolapse and mesh was used. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. It was reported that following insertion of the mesh, the patient experienced pain, bleeding, infection, urinary problems, recurrence, dyspareunia, vaginal scarring and the mesh bonded to the bladder. No additional information has been provided. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 1998 and mesh was implanted due to cystocele, stress urinary incontinence, and interstitial cystitis.

Manufacturer narrative:
(B)(4). It was reported that following insertion, the patient experienced gross hematuria, urgency, frequency, urinary tract infection, vaginal dryness, mild stress incontinence, and urinary leakage. It was reported that patient underwent attempted placement of retropubic sling on (B)(6) 2010 by dr. (B)(6) due to recurrent stress urinary incontinence at (B)(6) medical center.

Event description:
It was reported that following insertion, the patient experienced gross hematuria, urgency, frequency, urinary tract infection, vaginal dryness, mild stress incontinence, and urinary leakage. It was reported that patient underwent attempted placement of retropubic sling on (B)(6) 2010 by dr. (B)(6) due to recurrent stress urinary incontinence at (B)(6) medical center.

Manufacturer narrative:
It was reported that the patient underwent pubovaginal sling using autologous fascia harvested from the suprapubic area, complex mesh incision and vaginal mobilization with repair of bladder laceration on (B)(6) 2015 by dr. (B)(6) due to recurrent stress urinary incontinence, status post prior laparoscopic burch procedure using mesh at the (B)(6) hospital.

Event description:
It was reported that the patient underwent a gynecological surgery to treat stress urinary incontinence and pelvic organ prolapse and mesh was used. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.